Event description:
A blood glucose test was performed on a pt. The device result was "hi", a lab was run with a result of 230mg/dl. Thirty minutes later, the device read 229mg/dl. No treatment was given to the pt. Controls were in range. A request was made for the return of the suspect device, the customer refused replacement.